Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button is sticking and requires multiple presses to obtain a response. She noted that the down arrow button clicks intermittently when pressed. The patient stated that the down arrow button became intermittently unresponsive a week ago, and today the keypad began peeling. She confirmed that all other keypad buttons are responding appropriately and click back as expected. The patient denied exposing the pump to water and cleaning products.

Manufacturer narrative:
(B)(4):the pump was returned to animas for evaluation. Inspection revealed that the keypad is peeling at the ok keypad button. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.